Event description:
It was reported that some noise can be observed. It was also reported there was a lead warning in 2008 and the lead impedance is 297 ohms in unipolar with the lead threshold at 2.5 v / .4 ms. The physician is aware of the lead status and is satisfied with higher output and unipolar polarity to manage lead. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.